Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the keyboard pad had a collapsed emergency button. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the two side bail covers were missing, the ring cover was broken, the lead flex cover was contaminated, three case screws were missing, the battery contacts were compressed, two side bails were missing, the ring was missing and the battery drawer was broken. (B)(4).

Event description:
It was reported the emergency button does not work. The device was returned for repair. There was no patient involvement.